Event description:
It was reported that the user observed a ¿high¿ reading on the ilet pump with alerts for high glucose and ilet setup, and therapy was not dosing because setup was incomplete until the user entered weight and started bionic mode. A capillary blood glucose was 393 mg/dl and a subsequent reading trended down to 382 mg/dl after setup completion, and the event involved an incorrect procedure related to incomplete setup. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with failure to follow instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.